Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 1144 was not verified. The event log did not show the error. Service found the unit double beeping with a cassette attached. Service will replace the downstream occlusion sensor as a preventative measure. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump has error code 1144. No reported adverse effects.

Manufacturer narrative:
Additional information was received indicating the error code was found during product testing and there was no patient involvement. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log had no evidence of an error code message being recorded. Functional testing included use testing. However, the pump was powered on and exhibited double beeping with a cassette attached. The downstream occlusion sensor was replaced. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed, however another alarm was identified. The double beeping was attributed to the pump's downstream occlusion sensor.